Event description:
Patient presented in the ER after receiving a high voltage therapy. The therapy delivered was successful at breaking the tachycardia. The episode diagnostic showed high impedance. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.